Manufacturer narrative:
The reported events of the helix mechanism issue were confirmed, while the event of the high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood. Electrical testing did not find any indication of a conductor fracture or internal shorts. X-ray examination of the lead found the inner coil was overtorqued inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold. While attempting to change positions, the helix exhibited a failure to extend. The right ventricular lead was not used and replaced. The patient experienced no consequences.